Event description:
It was reported that the camera head had an error message on the screen (error 238 unrecognized endoscope). The issue was found during the beginning of a laparoscopic adnexectomy procedure and completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had an error message on the screen (error 238 unrecognized endoscope). The issue was found during the beginning of a laparoscopic adnexectomy procedure and completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed due to water leak in head unit, error code e228 was displayed instead of e238 and poor image quality was displayed. Based on the results of the investigation, no nonconformances were found related to this complaint. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.